Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the two proximal set up joint (suj) on the patient side cart (psc) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during an internal service activity of the da vinci system, the intuitive representative contacted the technical support engineer (tse) and reported that there was an intermittent error during system startup, and troubleshooting determined that the vertical brake did not hold when the universal surgical manipulator (usm) was removed, causing the arm to bind during startup. The tse reviewed the system logs and found multiple 22028 errors on startup for two of the manipulators, along with error 23007, which indicated an issue related to the vertical setup joint. There was no report of patient involvement.

Manufacturer narrative:
Isi did receive the inner and outer proximal setup joint (suj) involved with this complaint to perform failure analysis. The inner proximal suj was installed on a known good system in normal mode where it functioned within specification, but had errors 23007 and 26015 indicating wiggle test issues. The inner proximal suj was then installed on a patient side cart (psc) fixture test platform (pftp) where it passed all relevant tests with no errors. Upon visual inspection, there was sticky residue and a burnt smell on the vertical brake pad. The outer proximal suj was installed onto a known good system where no faults occurred in normal mode. The outer proximal suj was tested on a pftp where it passed all relevant testing. After testing was complete, visual inspection found contamination along the vertical brake. The root cause is attributed to contamination on the vertical brake in the inner and outer proximal suj. This issue may be resolved by field service engineer service of the system to replace the inner and outer proximal suj.

Event description:
Refer to h11 for follow-up information.